Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material could not be identified. The foreign material residue point was confirmed to be free from deformation. A definitive root cause of the foreign material in the scope could not be determined. The event can be detected and prevented by following the instructions for use: evis lucera gif type 260 series, operation manual, chapter 3 ¿preparation and inspection¿. Evis lucera gif type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.